Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after a diagnostic cerebral digital subtraction angiography (dsa) procedure with a small-bore sheath. Reportedly, when the plunger was withdrawn, the suture was not present, as a cuff miss occurred. A new proglide device was used, tightened against the vessel wall (functioned as intended), minor bleeding was observed. A non-abbott closure device (exoseal) was also used as a precaution and hemostasis was achieved. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.